Manufacturer narrative:
Per the user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Pump system check with tandem technical support did not identify cause of occlusion. Customer changed infusion set and cartridge. Insulin delivery was resumed. Customer's blood glucose was 335 mg/dl. Customer did not know how much insulin had been delivered since the occlusions and multiple boluses were delivered to address bg. Customer's bg lowered to 62 mg/dl and juice was consumed to address bg.